Event description:
Customer alleges "staff reported that the prove cover is splitting down the seam when being secured, thus causing a break in the sterile field. It was not used on the patient, so no harm, but split when putting on probe." No injury or death was reported. This is logged in our complaint system as(B)(4).

Manufacturer narrative:
Aspen surgical received a report from the end user, indicating that a probe cover broke when it was being applied. The actual device is not available for evaluation, but the manufacturing lot numbe was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.